Event description:
The ge oec 9800 fluoroscopy system rebooted during set-up for a procedure. The user noted a split in the system interconnect cable.

Manufacturer narrative:
A ge oec service representative investigated the issue and found, as reported, a damaged interconnect cable. The interconnect cable was replaced. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.